Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lw7m, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that stim was going off out of nowhere. She felt it in the groin area and it was not pleasant. When the patient was near any metal or on a metallic bench, the stim went off a lot of times. When she got near the metal, she could really feel the stim and normally, she did not feel the stim sensation. It was intermittent. There was environmental exposure. The patient was getting shocks when she was in a dressing room near a metal bar and stim got increased. She also got shocked when she when to the (B)(6). Furthermore, she could not lean against metal poles in line when she went to (B)(6). She could not press against the device neither could she get stim where it was supposed to stimulate. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.